Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This MDR and complaint have been rejected. Updated information has indicated the patient is a non-asr patient.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.